Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email during a shoulder arthroscopy, the device broke at the bone block. The broken piece has been retrieved immediately. Another like device has been used to complete the procedure. No patient consequence. The procedure was extended of 10 to 15 minutes. Additional information received via email from the affiliate on 5-2-2017. Everything was removed from the patient. It is unknown how large the fragment was.